Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 105 alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 105 alarm was confirmed and reproduced during evaluation caused by severed motor mount screws. The screws and motor assembly were replaced.